Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure') and pelvic pain ('persistent pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included preterm labor, caesarean section and abortion (x1). Concurrent conditions included asthma, heart murmur and headache. Concomitant products included epinephrine (epipen) since 2007, ibuprofen since 2007, medroxyprogesterone acetate (depo-provera) from 29-nov-2006 to 28-feb-2007, nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007 and paracetamol (tylenol) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), rash ("rashes or skin conditions type: rash, hives"), urticaria ("rashes or skin conditions type: rash, hives"), migraine ("migraines / headaches") and headache ("migraines / headaches"), 5 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (removal of the essure device, surgical removal of coil(s). And removal of the essure device,surgical removal of coil(s). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, rash, urticaria, migraine, headache and fatigue outcome was unknown, the pelvic pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety was resolving. The reporter considered anxiety, depression, device dislocation, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: expiration date(s): 2008-2009. Discrepancy noted in insertion date - (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure") and pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (removal of the essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered device dislocation, hypersensitivity, menstrual disorder and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure") and pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, heart murmur and headache. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (removal of the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered device dislocation, hypersensitivity, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: expiration date(s): 2008-2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs received. Lot number and concomitant medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure') and pelvic pain ('persistent pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included preterm labor, caesarean section and abortion (x1). Concurrent conditions included asthma, heart murmur and headache. Concomitant products included epinephrine (epipen) since 2007, ibuprofen since 2007, medroxyprogesterone acetate (depo-provera) from 29-nov-2006 to 28-feb-2007, nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007 and paracetamol (tylenol) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), rash ("rashes or skin conditions type: rash, hives"), urticaria ("rashes or skin conditions type: rash, hives"), migraine ("migraines / headaches") and headache ("migraines / headaches"), 5 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (removal of the essure device, surgical removal of coil(s). And removal of the essure device,surgical removal of coil(s).). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, urticaria, migraine, headache and fatigue outcome was unknown and the pelvic pain, depression and anxiety was resolving. The reporter considered anxiety, depression, device dislocation, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: expiration date(s): 2008-2009 discrepancy noted in insertion date - (B)(6) 2006 and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received : new events- "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, rashes or skin conditions type: rash, hives, migraines / headaches, fatigue" were added. Outcome of the events, "depression, mental anguish, anxiety" were changed to "recovering/resolving". Patient's demographics were added. Medical history was added. Concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure') and pelvic pain ('persistent pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included preterm labor, caesarean section and abortion (x1). Concurrent conditions included asthma, heart murmur and headache. Concomitant products included epinephrine (epipen) since 2007, ibuprofen since 2007, medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007, nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007 and paracetamol (tylenol) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), rash ("rashes or skin conditions type: rash, hives"), urticaria ("rashes or skin conditions type: rash, hives"), migraine ("migraines / headaches") and headache ("migraines / headaches"), 5 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (removal of the essure device, surgical removal of coil(s). And removal of the essure device,surgical removal of coil(s).). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, rash, urticaria, migraine, headache and fatigue outcome was unknown, the pelvic pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety was resolving. The reporter considered anxiety, depression, device dislocation, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: expiration date(s): 2008-2009. Discrepancy noted in insertion date - (B)(6) 2006 and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), allergic reaction were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure") and pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (removal of the essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered device dislocation, hypersensitivity, menstrual disorder and pelvic pain to be related to essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.